Manufacturer narrative:
Concomitant medical products: product ID: 4298 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) was checked because the patient was feeling unwell and experienced shortness of breath. It was noted upon device interrogation, the crt-p exhibited invalid cardiac compass data. The crt-p remains in use. No patient complications have been reported as a result of this event.